Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified, severely tortuous proximal diagonal (dx). The lesion was pre-dilated with an unspecified 2.0x15mm balloon. Immediately after pre-dilatation the residual stenosis was 30%. A liberte¿ 2.5x24mm bare metal stent was advanced but would not cross the lesion. Stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient status is reported as stable.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was severely kinked at 42cm distal to the strain relief. This kink is consistent with excessive force having been applied to the shaft. An examination of the crimped stent, balloon and tip section of the device found no issues with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified, severely tortuous proximal diagonal (dx). The lesion was pre-dilated with an unspecified 2.0x15mm balloon. Immediately after pre-dilatation the residual stenosis was 30%. A liberte' 2.5x24mm bare metal stent was advanced but would not cross the lesion. Stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient status is reported as stable.